Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. Furthermore, it was reported that the patient experienced ineffective pain relief and therapy delivered to the incorrect body area. A notable fall was reported. Surgical intervention may take place in the future to address these issues.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that x-rays confirmed both leads were fractured. Surgical intervention was undertaken on (B)(6) 2025, wherein the entire system was explanted to address the issue.